Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 warranty meter powered off during use. The complaint was classified based on the original customer service representative (csr) documentation and information obtained when the csr called the patient back in an attempt to clarify the type of treatment she received. The patient reported that starting about a couple of months prior to contacting lfs, she had to ¿test twice as number from the screen disappears all of a sudden¿. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She denied developing any symptoms as a result of the issue, but she reported that her ¿blood sugar went low¿. She also reported that she was hospitalized and received ¿IV¿ treatment (type unknown) after obtaining an unknown ¿low reading¿ on an emergency medical services meter. At the time of troubleshooting, the csr confirmed that the subject meter was not being used for the first time. The csr noted that based on the information the patient provided, there was no report of trauma to or misuse of the product. The patient reported that she had changed the meter¿s battery a few weeks prior to contacting lfs. However, it was noted that the patient¿s test strips had expired in july 2012. The csr educated the patient on the meter¿s behavior and 2-minute auto-shutoff feature. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.